Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01934. Additional information received identified that the infection resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#3006705815-2018-01934. It was reported the patient experienced pain in her back where the trial leads were implanted. Reportedly, when the patient was seen by physician for removal of the leads the physician diagnosed infection. Also, patient cultures were positive for mrsa. Patient is reportedly treated with antibiotics.